Event description:
After insertion the catheter there found bubbles at the 20 cm position. Antibiotics were leaking.

Manufacturer narrative:
Results of device eval will be filed in a supplemental report once sample is received. Info regarding medication leakage was received on (B)(4) 2012.